Event description:
It was reported that the customer had gone to the hospital twice for high blood glucose. The name of the hospital was (B)(6). The customer's blood glucose the prior night was 350 mg/dl. The customer's current blood glucose was 211 mg/dl. The customer's keypad was unresponsive. Troubleshooting was conducted. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.